Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of chordal entanglement/rupture/mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the difficulty removing the device due to clip interaction with the anatomy (chordae) in this incident could not be determined. The reported tissue damage was likely a result of the clip becoming caught in the chordae, and therefore due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide device is filed under a separate medwatch report.

Event description:
This event is filed for difficult removal, causing tissue damage. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a restricted posterior leaflet. The transseptal puncture was made and a stiff guide wire was advanced. In the left atrium (la), thrombus was noted at the end of the stiff wire. The steerable guide catheter (sgc) was advanced into the la and the thrombus was aspirated into the sgc. After aspiration, thrombus was not seen in the la. The patient had been given 10,000 units of heparin and the activated clotting time (act) was 260. An additional 2500 units of heparin were administered after aspiration. The procedure continued. The clip delivery system (cds) was advanced; however, the cds was pulled back into the la for repositioning and the clip became stuck under the anterior leaflet. The clip was able to be freed by advancing the device into the left ventricle and turning the sgc towards the posterior. A posterior leaflet chordal rupture occurred. The clip was implanted and the mr was reduced from grade 4 to grade 1. The devices were removed from the patient anatomy and a right to left shunt was noted, due to high tricuspid regurgitation. As it was felt that the shunt was larger than usual after a mitraclip procedure, an 8 mm occluder was placed to close the shunt. No additional information was provided.